Manufacturer narrative:
Other relevant device(s) are: product ID: 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; ubd: 05-oct-2012, (B)(4) & product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter; ubd: 18-aug-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and sciatic nerve injury. It was reported the patient¿s pump system was removed and replaced on (B)(6) 2018 ¿because there was a kink on the top of catheter and it would not pump out.¿ no further complications were reported or anticipated.